Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not working. It was not reported if the device was used in surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an electrical pin pushed back in the connector. Therefore, the reported condition was confirmed. It was determined that the pin being pushed back was a result of the connector not being properly aligned and forced into the female connector when plugging it into the console device. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.